Event description:
It was reported that the autopulse lifeband was not fitting tightly on the underside of the autopulse. As a consequence when the platform was placed under the patient, the lifeband latches got caught on the bed sheet and the lifeband became detached from the board, rendering it inoperable. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) was returned to the manufacturer and analyzed. The customer's reported complaint of the lifeband being loose and detaching from the platform was confirmed. Visual inspection was performed and it was observed that the short black cover was split/cracked. Functional testing was performed and the platform passed final testing (30:2 and continuous compressions). Platform also passed final qa inspection. The lifeband channel was replaced.